Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pins used to assemble the leksell frame registration plate were defective. As repair, the leksell frame registration plate was disassembled and re-assembled properly. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the leksell frame registration plates was non-functional. There was no patient involvement reported.

Manufacturer narrative:
The initial reporter address was reported wrongly initial reporter name and address". Changed to: (B)(6).